Event description:
It was reported that during a meniscus repair surgery the fast fix t1 can't be secured in the meniscus. It is unknown if there was an available back up device. A delay garter that 30 minutes was reported. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images revealed the device being used in surgery and the t1 anchor attached to the needle. No physical damage visible to the imaged device. A visual inspection revealed the anchors and suture were attached to the needle as intended. No physical damage visible to the device. A functional evaluation revealed the device functioned as intended using a reference meniscus. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.